Event description:
It was reported the pt was experiencing difficulty in establishing communication between her scs ipg and external devices. The replacement charger did not resolve the issue. It was also reported the pt's ipg is inoperable as the pt did not charge the ipg for about 8 months. The sjm rep confirmed the issue. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.